Event description:
Guide-wire broke when drilling with an endoscopic cannulated drill. Broken piece of guide-wire was removed. However, some metal debris may not have been completely flushed. Surgery was successfully completed after the initial delay. The delay did cause a need to re-tourniquet. Patient experienced no injury.